Manufacturer narrative:
Multiple follow-ups were conducted to obtain information; however, the requested information had not been available. Additional follow-up will be performed to obtain information. Reported device is not available for evaluation. Once additional information is obtained or product is available for evaluation, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. There was no known impact or consequence to patient.

Manufacturer narrative:
Correction: section b b3: date of event was asked but not provided. Section d d6: date of implant was asked but not provided. D7: date of explant was asked but not provided. The device investigation has been completed and the results are as follows: device history record (DHR) review results: not able to review DHR since no lot information was provided. Stock product reviewed results: not able to review the stock product since no lot information was provided. Returned sample(s)/device inspection results: no returned samples were available for review. The tracking number for return was provided but the item cannot be located. CAPA 17-004 was issued to investigate the root causes of missing/lost incoming return complaint product. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.